Event description:
The issue is with the cartridge the lens is ejected from. An iol(intraocular lens) was inserted, however the lens was torn. Removed torn lens, another lens inserted in the same cartridge, that was also torn. Suspected defect in the cartridge. Ended up performing a vitrectomy, and the patient was seen by (B)(6). Subsequent surgery was performed to correct on (B)(6) 2024. Ref reports: mw5155513, mw5155515.